Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater that 500 mg/dl; cause not provided. Subsequently, the customer was hospitalized. Tandem technical support made multiple follow up attempts with customer, however no response received.